Event description:
A customer contacted beckman coulter (bec) to report cellular interference flags on patient samples processed on their coulter lh 750 hematology analyzer. Per customer, the errors were not resolved by cleaning the apertures (chambers). Per customer, the issue was occurring for approximately three weeks for approximately 10 specimens a day. However, the customer indicated that the specimens were run on another instrument and no differences were noted. Instrument printouts were not provided to bec. Per customer, there were no erroneous numeric results associated with this event. No erroneous results were reported outside of the laboratory. There was no injury or affect to patient treatment with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the instrument generating was cellular interference flags on patient samples. Fse bleached the wbc (white blood cell) apertures, replaced o rings, cleaned the bsv (blood sampling valve), optimized the ttm (triple transducer module) and verified cbc (complete blood count) lyse timing. Fse found diluent and lyse delivery timing was out of specification. Fse corrected lyse timing delivery and verified the instrument as per established procedures. The cause of this event may be attributed to the cbc lyse timing delivery.